Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call a high blood glucose of 672 mg/dl. The customer went to the emergency room to be treated but was not admitted to the hospital. The customer thought that the blood glucose was running high due to an injury. The customer was treated and the blood glucose went down after three hours. The customer declined troubleshooting.